Manufacturer narrative:
Initial reporter addr 1 #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd bactec¿ 9050 system experienced a false positive test result which was observed by laboratory personnel. There was no indication that results were reported, and there was no patient impact. Confirmatory gram stain performed the following information was provided by the initial reporter: results related issue.

Manufacturer narrative:
H.6. Investigation: a failure was reported on a bd bactec 9050 (p/n 445800, s/n (B)(6)). Customer reported false positive issues on their instrument. Bd remote assistance worked with the customer and an application specialist to find a solution. The instrument was observed for another 15 days and there have been no additional false positives. The root cause was unable to be determined. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. This complaint is not an early life failure (elf) of the device. Since the installation of this instrument, there have been service events, including pms (preventative maintenance) which have altered the instrument from its original state. Therefore, review of the device history record (DHR) from manufacturing is not applicable. Service history review for this instrument was completed and revealed no previous complaints related to results issues. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that the bd bactec¿ 9050 system experienced a false positive test result which was observed by laboratory personnel. There was no indication that results were reported, and there was no patient impact. Confirmatory gram stain performed the following information was provided by the initial reporter: results related issue.